Event description:
The end user reported the powered fastening system would not fully retract the carriage and stretcher when loading a patient into the ambulance. The medic crew transitioned into manual operation of the fastening system to complete the transfer to the hospital. Upon unloading at the hospital, the fastening system would then not release the stretcher from the fastener. The patient was lifted from the stretcher and onto a hospital stretcher that was brought out to the ambulance. There were no allegations of adverse health consequences to the patient as a result of the delay in loading and unloading. After the transport, the end user was able to release the stretcher from the fastener and repair the fastening system and stretcher.